Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. The motor stall was noted to have caused by patient having MRI or other medical procedure. There were no (critical alarm interval was 10 min). The reporter was to check pump logs again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk. Programmer: model: 8835, serial #: (B)(4).